Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The event can be detected/prevented by following the instructions for use which states: the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection, and the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the colonovideoscope exhibited foreign material in the air/water cylinder. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide correction and additional information based on the legal manufacturer's final investigation and device evaluation. Updated fields: h2, h4, h11. Corrected fields: h6, h11. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.